Event description:
It was reported an air leak was noted at the valve during the procedure. An 8f navistar device was also used during the procedure. There was no patient injury reported.

Manufacturer narrative:
St. Jude medical is awaiting device return. Once the analysis has been completed, a follow-up medwatch report will be submitted.